Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump initially displayed a red screen and error message with a loud alarm that continued even once the batteries were removed. Eventually it stopped, but now when turning it on the screen stays black and it beeps. There was no patient involvement.

Manufacturer narrative:
D9: 14-nov-2024. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed error code 46011. Functional testing confirmed the customer reported issue. The error was reset, and software was reinstalled. Upon further investigation, it was found that the downstream occlusion (dso) seal was delaminated. The dso seal was replaced.